Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they sensor glucose discrepancies. Troubleshooting was performed. The customer also reported that they had a high blood glucose level that was over 400 mg/dl. They treated the high blood glucose with the insulin pump. They had a low blood glucose level of 37 mg/dl which they treated with food. The customer declined troubleshooting for the high and low blood glucose. The device will not be returned for analysis.